Manufacturer narrative:
(B) (4). Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Based on the available information a definitive root cause can not be ascertained as to how the construct twisted out of the glenoid. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that during surgery on (B) (6) 2009 the baseplate and screws broke loose after the glenoid fractured following the torquing of the glenoid locking caps. It is unknown if surgery was delayed.